Event description:
It was reported that the connecting pipe cracked and leaked. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received (B)(4) unit, in used condition. Upon inspection, a crack was observed on the female luer. No other anomalies or damage were noted. Two photos provided by the customer confirm the reported cracking issue.